Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant, there was difficulty inserting the competitor lead into the header of the device and it was not as smooth as expected. The lead was able to be inserted and the device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.